Event description:
It was reported that during attaching a second screw to the plate on the proximal tibia with normal force the tip of the screwdriver broke. This screwdriver has been used in less than 10 cases.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.